Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this product perforated the patient's coronary sinus. An ultrasound confirmed a small pericardial effusion. The procedure was halted without any product implanted.